Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, the patient experienced a pericardial effusion and perforation. This was suspected to have been caused by the right ventricular (rv) lead during implant. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.